Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. It was noted that minimal calcification was observed on the arch. During advancement of the delivery catheter system (dcs) into the aortic arch from the descending aorta, the dcs was observed to be "stuck" near the left subclavian artery ostium. Subsequently, the "stability layer" of the dcs appeared to be bent, and the dcs, along with part of the dcs capsule, pushed into into the left subclavian artery ostia. It was reported that this caused an immediate left subclavian artery dissection. The patient subsequently "lost pressure" and cardiac tamponade was observed. Cardiopulmonary resuscitation (CPR) was performed for approximately 5-10 minutes; however, the patient died. Per the physician, the implant procedure and left subclavian dissection caused the death. Per the physician, the patient's tortuous anatomy also contributed to the event. It was noted that the non-medtronic guidewire was suspected to be "kinked", or there may have not been enough pressure/tension on the guidewire during dcs advancement which may have contributed to the bend in the dcs.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the non-medtronic guidewire contributed to the dissection.

Manufacturer narrative:
Image review: media images of the event were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Evidence shows possible aorta insufficiency and possible aortic dissection post bav. It was reported that during advancement of the delivery catheter system (dcs) into the aortic arch from the descending aorta, the dcs was observed to be "stuck" near the left subclavian artery ostium. Subsequently, the shaft of the dcs appeared to be bent, and the dcs, along with part of the dcs capsule, pushed into the left subclavian artery ostia. It was reported that this caused an immediate left subclavian artery dissection. Evidence is consistent with description of a dissection. As stated in the instructions for use (IFU). Potential risk associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention), and death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. D4. Full UDI was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. It was noted that minimal calcification was observed on the arch. During advancement of the delivery catheter system (dcs) into the aortic arch from the descending aorta, the dcs was observed to be "stuck" near the left subclavian artery ostium. Subsequently, the shaft of the dcs appeared to be bent, and the dcs, along with part of the dcs capsule, pushed into the left subclavian artery ostia. It was reported that this caused an immediate left subclavian artery dissection. The patient subsequently "lost pressure" and cardiac tamponade was observed. Cardiopulmonary resuscitation (CPR) was performed for approximately 5-10 minutes; however, the patient died. Per the physician, the implant procedure and left subclavian dissection caused the death. Per the physician, the patient's tortuous anatomy also contributed to the event. It was noted that the non-medtronic guidewire (safari) was suspected to be "kinked", or there may have not been enough pressure/tension on the guidewire during dcs advancement which may have contributed to the bend in the dcs. Additional information was received that the non-medtronic guidewire contributed to the dissection.